Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue and clip opening requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with prolapse and flail. One xtw clip was successfully implanted without issue. A second clip delivery system was advanced to the mitral valve. While grasping the leaflets it was noted that the anterior gripper wouldn¿t lower. Troubleshooting was performed and the gripper lowered. The remaining steps for grasping were performed without incident. While establishing final arm angle (efaa) the clip opened to about 20 degrees. The physician believed the clip was still holding its lock and decided to deploy the clip with the intention of implanting a third clip for stabilization. The clip was deployed at around 35 degrees. A third clip (nt) was implanted lateral to the opened clip for stability and to further reduce the mr. The procedure was complete with a final mr grade of 1+. There was a clinically significant delay in the procedure, but the delay did not result in adverse patient sequelae. No additional information provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue at this time. Based on the available information and without the device to analyze, a cause for the reported clip failing efaa could not be determined. The reported single gripper actuation issue appears to be due to procedural conditions. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.